Event description:
Pt was revised to address lossening of the stem.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approximately 18 months ago.